Event description:
It was reported the catheter had been placed two weeks prior to the incident in the patient's right internal jugular. The patient returned with a cracked hub. As a result, they opened a new kit and replaced the hub. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4).